Manufacturer narrative:
An examination of the returned part was performed. There was some damage to the locking region of the neck along with deformation of the rim of the neck. Cause of the damage/deformation is unknown. There were some burnish marks on the bottom of the neck. Additional mdrs associated with this event: 3025141-2017-00162: head, 3025141-2017-00164: stem.

Event description:
Arh slide-loc radial head replacement surgery was performed on (B)(6) 2016. Because of limit range of motion for the patient following the initial surgery, the surgeon decided that additional surgery was required. At that time, the head/neck assembly did not appear to be dissociated. During the second surgery, it was determined that the head/neck was not locked onto the stem, although it was still seated in place. The neck was replaced with a shorter one to address the range of motion issue and the other slide-loc implants (head and stem) were reused and fulled locked into place.